Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was somewhat unsatisfied and said it would continuously stop and they felt very hard stimulation on their back. Actions taken and event outcome were unknown. No further patient complications were reported as a result of this event.